Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm pro 14 bag 700 case jpx experienced the cannula breaking off on the patient and non patient end. Product defects were noted during use. The following information was provided by the initial reporter: a patient changed from a competitor's product to micro fine pro. Then needle pe and npe breakage occurs often.